Manufacturer narrative:
(B)(6). Reporter occupation: technical manager/ quality specialist. PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureterolithotripsy in the kidney, the ncircle tipless stone extractor tip "broke" during the procedure. Another same type device was used to complete the procedure. No unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient have been reported as a result of the alleged malfunction. Additional information has been requested regarding the event. At the time of this report, no further information has been provided.

Event description:
Update 11may2020, the device was tested prior to use. When opening the package, the broken tip was observed. The product was disassembled after identifying the defect in an attempt to correct the problem and avoid opening a new product.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported, during a flexible ureterolithotripsy in the kidney, the ncircle tipless stone extractor tip "broke" during the procedure. The device was tested prior to use. When opening the package, the broken tip was observed. The product was disassembled after identifying the defect in an attempt to correct the problem and avoid opening a new product. Another same type device was used to complete the procedure. A document based investigation was performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. No product was returned. No photos were provided. A search of the north american distribution center (nadc) database found all devices from complaint lot have been shipped. No similar product from the same lot is available for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned for investigation. There are multiple possible causes for the basket wires to be broken. Without the device available, the cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.